Manufacturer narrative:
A ge service rep performed an on site investigation. The right and left monitors were replaced and the contrast was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's image was dark and out of focus. No pt injury was reported.